Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging an unknown issue with the verio pro meter. The reporter did not have the serial number or test strip lot number of the test strips. No further information was provided about the alleged issue with the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Meter was replaced. Serial number and lot number was not provided.